Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. Event log history was performed and indicated that there was no evidence in the log to support the user's reported complaint. During analysis, the user's reported problem could not be duplicated. There are a number of variables not reported that could impact the results they are seeing. This unit tests extremely close to nominal: +0.07, -0.40, and +0.20. Service performed standard preventive maintenance and cleared ec 1310. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during the use of a smiths medical ambulatory infusion pump 10% of drug was remaining in the cassette of the pump. It was also reported that the cassette was changed but the issue persisted. Subsequently, "viaflext bag and the cadd administration set" were used. No patient injury was reported. No adverse effects were reported.